Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
On (B)(6) 2012, a doctor reported that on (B)(6) 2012, a transfer set had leaked from the silicone tubing during use. The product had been in use for 60 days. The patient had been performing automated peritoneal dialysis for four years. It was unknown how the patient stored the catheter against the body. It was unknown if disinfectants were used on the set. It was unknown if the set had been overtorqued. It was unknown if there had been prior difficulties with the set. It was unknown how the leak was discovered. The sample was available and requested for evaluation. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was undetermined. The set was received and evaluated. A visual inspection and leak test noted a cut in the tubing. A clear passage test and clamp function test were performed with no issues noted.